Event description:
It was reported, the subject device screen is static with lines. There were no reports of patient harm.

Manufacturer narrative:
The investigation is ongoing. A supplemental MDR will be submitted upon completion of the investigation or if additional information is received.

Event description:
It was reported, the subject device screen is static with lines. There were no reports of patient harm.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The product was not returned to olympus. Therefore, no physical evaluation of the device could be performed. A probably cause could not be identified. Olympus will continue to monitor field performance for this device.